Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pads ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that the water temperature dropped on the arctic sun device. The patient temperature was 33.8 c, target temperature was 33.5c, water temperature was 14.9 c, and the flow rate was 0.5 lpm, the trend indicator was neutral. Ms&s explained to the nurse the patient was above the target, so the water temperature should be cool. However, the low flow rate could cause the issue into rewarm and ms&s went ahead and did the troubleshooting. The initial inlet pressure was -7psi, system hours were 1828, pump hours were 1660. Ms&s disconnected the arctic gel pads, flipped the orientation of the connector and reconnected the pads. The nurse placed a small towel underneath the tubing while they checked to see whether the flow rate was increased, the flow rate settled at 1.4 lpm. Also stated that the nurse would call back if had any other questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water temperature dropped on the arctic sun device. The patient temperature was 33.8 c, target temperature was 33.5c, water temperature was 14.9 c, and the flow rate was 0.5 lpm, the trend indicator was neutral. Ms&s explained to the nurse the patient was above the target, so the water temperature should be cool. However, the low flow rate could cause the issue into rewarm and ms&s went ahead and did the troubleshooting. The initial inlet pressure was -7psi, system hours were 1828, pump hours were 1660. Ms&s disconnected the arctic gel pads, flipped the orientation of the connector and reconnected the pads. The nurse placed a small towel underneath the tubing while they checked to see whether the flow rate was increased, the flow rate settled at 1.4 lpm. Also stated that the nurse would call back if had any other questions.